Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No problem or issues were identified during the device history record review. One picture and a sample were received for evaluation. Based on image provided, leakage can't be confirmed. There's no noticeable any cracking on tube surface or luer lock adapter that could cause condition reported. The returned sample was visually inspected under normal lighting. Sample was visually inspected in following components: tube surface, luer lock adapter, reflux connector w/ ports and assembly connector swivel return. During visual inspection, no marks or stains were observed on tube surface, reflux connector or swivel connector; however, there was a visible like a white stain in connection, this is caused by solvent absence and could cause the condition reported. Therefore, failure mode can be confirmed. During functional testing, a leakage test was performed verify if leakage can be caused by cracking on luer connector. The sample did not pass leakage test. Root cause can be determined as lack of following the procedure. An awareness notification was made to production personnel in order to explain the importance of following the manufacturing procedure.

Event description:
It was reported that a leakage was found at the connection when the device was ready for use.